Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm no motor movement. Customer's blood glucose at time of incident was unknown. Customer was not able to rewind the piston. Customer was advised that we will send replacement pump.

Manufacturer narrative:
The pump alarmed pump error 38 during the rewind due to a jammed motor gear box. Unable to perform the rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the pump error 38. The pump was received with a cracked keypad overlay at the select button, minor scratches on the lcd window, case and keypad overlay.